Manufacturer narrative:
Lot review: a review of lot# 3293926 showed (B)(4) units were manufactured, tested, inspected and released in july 2016 citing no exception documents.

Event description:
Complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports the (B)(6) event as follows "..on its second session; the nurse flushed the catheter thru tego and proceeded to dialysis when almost immediately blood was seen dripping from the tego connector/appeared to come not from the bloodline to tego connection but rather out the sides of tego connector. Dialysis was stopped, the tego removed and patient ran "tego free" client notes several of their patients now run "tego free" due to concerns of limited flows primarily with this lot." There were no reported adverse patient consequences.

Manufacturer narrative:
Lot review: a review of lot# 3293926 showed (B)(4) units were manufactured, tested, inspected and released in (B)(6) 2016 citing no exception documents. Visual analysis: (B)(6) 2017 - received one used d1000 tego connector reptd, lot# 3293926. No mating devices were received. Blood was under the silicone. Functional testing: the d1000 tego was pressure tested and failed. The d1000 tego was disassembled and found damage to the one piece seal at the main seal interface. Final summary: the complaint of d1000 tego blood leakage was confirmed with the returned connector. The leakage was the result of damage to the one piece seal at the main seal interface with the body. It is not known how, when, or where the exterior seal tearing occurred. No mating devices were returned to evaluate with the d1000 tego for exterior seal tearing. Engineering efforts did identify component/molding anomaly that may have caused or contributed to a seal misalignment. This condition could result in internal leakage. A detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing/molding operation due to a cavity core pin (edge). Corrective actions have been identified, qualified and implemented. ICU medical will continue to monitor and trend.

Event description:
Complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports the (B)(6) 2002 event as follows "..on its second session; the nurse flushed the catheter thru tego and proceeded to dialysis when almost immediately blood was seen dripping from the tego connector/appeared to come not from the bloodline to tego connection but rather out the sides of tego connector. Dialysis was stopped, the tego removed and patient ran "tego free" client notes several of their patients now run "tego free" due to concerns of limited flows primarily with this lot." There were no reported adverse patient consequences.